Manufacturer narrative:
Device code refers to forward-firing of the side - firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 35,125 joules during a prostate procedure. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00321). The procedure was completed with a third fiber. The patient outcome was reported as "okay".